Event description:
Information was received indicating that suctioning was being performed to a patient with a smiths medical portex® blue line ultra® tracheostomy tube. The tracheostomy was dropped, small amount of fluid leakage was noted, and the patient began to have shortness of breath (sob). The physician was notified, a new trach tube was placed and suctioning of the patient continued. There were no further reported adverse effects.